Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm was reading unspecified low readings and the bg was not checked. The patient self-treated with carbohydrates. After treatment, he had flushing and dyspnea. He went to the emergency department (ed). There, the bg was 300 mg/dl and the egv was low. The patient received unremembered IV medication and was discharged after 4 hours when hyperglycemia improved to 200 mg/dl. The patient was stable when the report was made. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.